Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing scale markings as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing scale markings. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported before use of the bd vacutainer® blood collection tube buffered sodium citrate there was a no label or missing label information issue. The following information was provided by the initial reporter. The customer stated: "before use, it was found that there was no scale and other printed words on the arterial blood sampling device.".